Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was exchanged as the diopter and power of lens was too high. The lens exchanged for a same model lens 19.0 diopter (originally implanted lens was 20.5 diopter). Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause.

Manufacturer narrative:
The lens was returned positioned incorrectly in the replacement lens case. Solution is on the lens. Both haptics are bent in the gusset and distal areas. The optic is cut from edge to just past center, typical of an insertion and removal. The optic has multiple scratch marks and is pressed against the posts of the lens case and down into the well area. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece, and a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).

Manufacturer narrative:
(B)(4).